Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that when the surgeon was burring into the mandible, it was noted that the tip of the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that when the surgeon was burring into the mandible, it was noted that the tip of the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.